Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to verify battery out limit alarm due to no button response. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker, shifted end cap sticker and broken battery tube threads.

Event description:
Customer called reporting her insulin pump is alarming button error. The button error occurred when she tried to give herself a bolus delivery. She removed the battery and the device alarmed battery out limit. She cannot clear the alarm. Customer's blood glucose level is 83 mg/dl. There were no significant events leading to the alarm. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.